Manufacturer narrative:
(B) (4) - work order search. Results - visual inspection of the returned product showed a tear in the optic and the corners of a haptic plate were torn off and missing. There was a dark surgical residue on the lens. A work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the surgeon noted imperfections on the micl12.1 implantable collamer lens while loading it. No patient contact. Additional information was requested but not yet received. If additional information is obtained a supplemental medwatch will be submitted.